Manufacturer narrative:
A service call was performed. The loading parameters were adjusted. It appears the customer performed error recovery incorrectly, which resulted in the plate not being centrifuged.

Event description:
Customer reported an abo discrepancy reported by the galileo.